Event description:
It was reported by the affiliate that the (1) tlc75 was used during an unknown procedure. It was reported that the instrument locked out. The case completed with a new instrument. There was no consequence to the patient.